Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low and the insulin pump went into threshold suspend. Customer stated that the current sensor glucose reading is 173 mg/dl but her blood glucose is 100 mg/dl. Customer also stated she received calibration errors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-89552 for the insulin pump.